Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded or loose drive support disk. No motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Customer stated that the motor error alarm has occurred twice in the past few weeks. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 98 mg/dl. Nothing further reported.